Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed two (2) controller power-up events logged on 10/apr/2024 at 12:06:17 and 12:07:42, with subsequent vad disconnect alarms logged at 12:06:25 and 12:07:46, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 12:08:57, after which a successful motor start event was logged, indicating that the driveline was connected to the controller. Review of the event log file revealed that, prior to the power-up events, the controller last had power on (B)(6) 2024, and review of the data log file revealed that the first data point was logged on (B)(6) 2024 at 12:06:53, indicating that the controller had not been in use prior to the power-up events, which were likely associated with a controller exchange. Review of the data log file revealed an increase in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range. A sudden decrease in parameters, leading to a return to baseline, was then logged on (B)(6) 2024. An additional sharp increase in power consumption and estimated flows to parameters above normal operating range was logged on (B)(6) 2024, with another sharp decrease to baseline parameters on (B)(6) 2024. 295 high watt alarms were logged since on (B)(6) 2024. As a result, the reported high-power event was confirmed. Of note, it was reported that the patient received two rounds of tissue plasminogen activator (tpa), which corresponds with the observed decreases in power and flow. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was transplanted.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that no contamination was found and the thrombus was resolved after administration of tpa. It was also reported that the vad exhibited high watt alarms.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 694765 lead, implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital with symptoms of contamination/foreign material, and the vad exhibited power above normal. The patient was transferred to another hospital and was treated with tissue plasminogen activator (tpa) due to the high power, indicating a possible thrombus. As the power spiked again, a second round of tpa was performed. The patient refused other diagnostic procedures and right heart catheterization. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the vad (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed two (2) controller power-up events logged on (B)(6) 2024 at 12:06:17 and 12:07:42, with subsequent vad disconnect alarms logged at 12:06:25 and 12:07:46, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 12:08:57, after which a successful motor start event was logged, indicating that the driveline was connected to the controller. Review of the event log file revealed that, prior to the power-up events, the controller last had power on (B)(6) 2024, and review of the data log file revealed that the first data point was logged on (B)(6) 2024 at 12:06:53, indicating that the controller had not been in use prior to the power-up events, which were likely associated with a controller exchange. Review of the data log file revealed an increase in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range. A sudden decrease in parameters, leading to a return to baseline, was then logged on (B)(6) 2024. An additional sharp increase in power consumption and estimated flows to parameters above normal operating range was logged on (B)(6) 2024, with another sharp decrease to baseline parameters on (B)(6) 2024. 295 high watt alarms were logged since (B)(6) 2024. As a result, the reported high-power event was confirmed. Of note, it was reported that the patient received two rounds of tissue plasminogen activator (tpa), which corresponds with the observed decreases in power and flow. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.